Manufacturer narrative:
Root cause: the root cause was determined to be lack of complete training by individuals processing the scalpels. Personnel ensured the blades were not protruding but did not verify the scalpels were in a locked position. This allowed some of the scalpels that appeared locked to maneuver open during transit. Corrective action: all applicable personnel will be reinstructed on the packaging process. Deroyal will continue to monitor reports received for the product and take additional action necessary to eliminate the issue in the future. Investigation summary: an internal complaint (B)(4) was received indicating that the blade of a safety scalpel (part d4511a, lot 48078481) was protruding when the package was opened. A sample was initially reported to be available, but this sample was not returned to deroyal for evaluation. However, a photograph of the reported defect was provided and confirmed that a blade was not secured inside the scalpel handle. Finished good inventory was checked for loose or exposed blades. No issues were found. The locking mechanisms of all the scalpels that were checked were found to be functioning correctly prior to shipping. The work order for the reported lot number was reviewed for discrepancies that may have contributed to the reported event. No discrepancies were identified. The scalpel is supplied to deroyal by s & s surgical. However, the reported event was determined not to be a malfunction or defect of the scalpel but the result or an error that occurred during the packaging process. Therefore, the manufacturer was not notified of the event. Preventive action: due to the corrective action taken, a preventive action is not required at this time. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Event description:
Blade is not secure in scalpel and is sticking out.